Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the registered nurse (rn) was across the room and heard the ventilator's audible alarm. When the rn reached the patient's bedside, the ventilator had self-rebooted to the previous set of ventilator settings and resumed ventilating the patient. The patient was not harmed, and vitals remained stable. The patient was placed on another ventilator. The debug logs confirmed a cpu reset, and ventilation resumed within 18 seconds at the previous set settings.

Manufacturer narrative:
Evaluation completed.